Manufacturer narrative:
Additional information: h3, h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was functionally tested including leak, clear passage and clamp function testing with no issues noted. An integrity test was performed between the patient adapter/connector of the transfer set and an in-lab titanium adapter; no connection issues or leaks were observed. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of the transfer set "came off" from the titanium adapter. This occurred during patient use of the device at the hospital for peritoneal dialysis therapy. The transfer set was replaced. There was no allegation against the titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.